Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user performed a ¿more than meal¿ announcement, remained hyperglycemic for several hours, and then entered an additional meal announcement, after which the bionic report showed approximately 15 units of insulin delivered over about 90 minutes; the user sought guidance on appropriate use of meal announcements and algorithm function. Symptoms included hyperglycemia. Outcomes included ongoing monitoring without medical intervention or hospitalization. Investigation included review of the user¿s dosing history and real-time glucose trend, along with product use education. Investigation of this case revealed that the device delivered insulin as commanded and that the event was associated with user misunderstanding of meal announcements and use of meals as correction, which can disrupt algorithmic dosing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect operation and insufficient user training.